Event description:
Adverse event(s): "residual astigmatism" (postoperative refraction, unexpected); "halos" (halo); "glare" (visual disturbances). Product problem(s): "iol off axis" (malposition of device). A surgeon reported, a patient with residual astigmatism following intraocular lens (iol) implant surgery. Medical records were requested and received. According to the medical records, the patient was experiencing blurry vision, halos and glare. The patient had been seen by a retinal specialist and was reported to have a normal retinal examination. The specialist had recommended sunglasses for the glare. Posterior capsule opacification had been observed. The surgeon noted the iol was off axis. According to the surgeon, the patient is happy with his outcome, but there is still some residual astigmatism. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/27/2010, 04/29/2010, and 04/30/2010, by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 04/27/2010. (B) (4). (B) (4).